Manufacturer narrative:
A partial lead with the lead tip measuring 46.9cm was returned for analysis. Internal insulation abrasion was noted at 9.8-10.9cm and 34.5-35.9cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.3-15.1cm from the distal tip. Internal insulation abrasion was noted at 12.1-14.0cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was extracted due to externalization conductors was discovered previously during fluoroscopy. The lead was electrically normal. The patient was asymptomatic and was stable post-procedure.